Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air) which occurred on the homechoice (hc) during drain 1/5. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) explained the alarms and had the hp cycle power twice. The tsr instructed the hp to start over with new supplies. The tsr also instructed the hp to notify the nurse within 24 hours about the alarm. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.